Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for catheter emulsification as the photos show both extension legs to have a white color concentrated near the bifurcation and dark red color consistent with blood everywhere else in the visible portions of the extension legs. The investigation is inconclusive for material deformation as there was no deformation noted in the provided photos.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date:12/2020),g4 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post catheter placement during the treatment of chronic renal failure, the catheter allegedly emulsified. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. Expiry date (12/2020).

Event description:
It was reported that approximately two months post catheter placement during the treatment of chronic renal failure, the catheter allegedly emulsified. There was no reported patient injury.